Manufacturer narrative:
Complaint (B)(4): no samples were provided for evaluation. Received customer pictures. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. No material numbers were provided by the customer. No batch numbers were provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The complaint is closed as cannot be determined.

Event description:
Customer states gel barrier is not solidifying and allows blood to leak into the plasma causing failed results. Office has no lot numbers or tubes and will no longer use greiner.